Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: details obtained from surgeon: the surgeon is not concerned about this event. After firing, the tissue was stuck to the device. Once the device was removed from the tissue, the staple line did not look good. Tissue was coming off the staple line & the staples did not look right. This is why the surgeon redid the firing. Staple shape is unknown. Unable to say if there were gaps in staple line or provide more description about what was seen. The surgeon asked for another tl60 and redid the firing. Everything was fine; procedure delayed by 10 minutes. No further information will be provided. The surgeon has used the competitor product for the past two years and admits she may have been rusty in how to use the tl60. Sales rep suggested some refresher training and she was amenable.

Event description:
It was reported that during a bowel anastomosis procedure, the device was fired across the bowel. The surgeon opened the jaws to remove the device and it was completely stuck to the tissue. The tissue tore when the device was removed. A new device was opened and used to complete the procedure. No adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.